Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm. The alarm is attributed to user error as the drain line connection was loose allowing fluid to leak. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, a loose drain connection resulted in an alarm of the dialysate delivery system and a subsequent high balance chamber pressure alarm in the cycler due to the stoppage of dialysate flow. Rinseback was not completed due to clotting of the circuit, resulting in an estimated blood loss of 130cc. No medical intervention was required.